Event description:
Swelling in the left knee [joint swelling]. Pain in the left knee [arthralgia]. Case description: spontaneous report received on 09-mar-2010 from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis of the knee. The pt received an injection of synvisc-one in the left knee on an unspecified date in (B)(6) 2009. The pt reported that after the synvisc-one injection, he had pain and selling in the left knee. The pain and swelling resolved after the physician gave the pt a cortisone shot in (B)(6) 2010. As of the date of receipt of this report, the pt had recovered. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.